Manufacturer narrative:
(B)(4). The device history review for the product taut intraducers 10/bx7.5 fr x 3.5, lot #73h1600183 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A piece of the device fell off during use. The patient condition was reported as fine.